Event description:
It was reported that fifteen days after the lead was connected to the new device the lead showed high impedance due to the lead slipping out of the device header without the wrench being used. The physician elected to cap and replaced the lead. No patient complications have been reported as a result of this event.

Event description:
It was reported that fifteen days after the lead was connected to the new device the lead showed high impedance due to the lead slipping out of the device header without the wrench being used. The physician elected to cap and replaced the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4193 lead, implanted: (B)(6) 2007; dtba1d1 ICD, implanted: (B)(6) 2014. (B)(4).

Manufacturer narrative:
(B)(4).